Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) issued yellow alerts for a high atrial pacing lead impedance. The caller was inquiring why they weren't alerted the day the measurement was recorded. A latitude patient services represenative discussed that the system does a weekly update, therefore, they would have all of the alerts for the previous week together. It was also discussed that there were multiple atrial tachycardia response episodes. No adverse patient symptoms were reported.